Event description:
Hosp reported that near the end of a case, (during rewarming of the pt) the flow display spiked. There was no change in rpm's and the reservoir was filling, however, the bio-console did not appear to be pumping. The pt was off bypass for 2 to 3 minutes until an emergency handcrank was in place. Pt later expired, however, as per the assistant director of surgical service, pt death was related to other complications, and not to this incident.